Manufacturer narrative:
The insulin pump passed all functional tests, including the idle current measurement test, run current measurement test, self test, off no power test, unexpected restart error test, displacement test, basic occlusion test, occlusion test, prime test, rewind test and excessive no delivery test. The insulin pump passed the delivery accuracy test. The insulin pump was received with cracked case at the display window corner, cracked reservoir tube lip, cracked battery tube threads and minor scratched lcd window.

Event description:
It was reported via phone call that the customer was hospitalized due to diabetic ketoacidosis. It was reported that the insulin pump stopped working. The customer's blood glucose was over 500 mg/dl at the time of incident. The customer's blood glucose was 400 mg/dl at the time of call. It was reported that the customer was nauseous and vomiting. It was reported that the emergency medical services came. It was stated that the customer was given insulin to treat the blood glucose. It was reported that the customer was wearing the insulin pump during hospitalization. The insulin pump was returned for analysis.